Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI# (B)(4). Analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed the recharger antenna cable insulation was pulled out from the donut and wires were exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt reported they had a serious little problem which began about a week ago with their recharging antenna (rtm). Pt described when they plug the rtm in to charge their neurostimulator (ins) battery "it could not locate the charger in their hind end/telling them 'no device found'." Pt stated after hitting "recharge" on handset seeing the passive recharge mode with highest numbers 0/0 it would not do anything. Pt said they messed with it/getting frustrated from 8 o'clock to 11 trying to get it to charge just a little bit. Pt provided current battery level for ins-30%. Pt said "they knew it will go down b/c they run pretty high on it (they will not have any stimulation by the end of today)". Pt said they have to recharge the ins every 2.5 days. Pt remarked they have a "busted cable" where the cord intersects with the antenna. Pt added the disc was burning their butt; pt denied any injuries/blistering to skin/flesh saying when hey noticed it getting hot they pulled it away from the skin in a hurry. Pt commented the scs had been working fine until they could no longer get it to charge. An email was sent to the repair department to replace the rtm.